Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that the patient's pump was not a contributing factor in the patient's death. The patient expired due to multiple comorbidities.

Manufacturer narrative:
The date of death is an approximate date. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from company representatives regarding a patient with an implanted pump. On 12-aug-2016 it was reported that a company representative had been notified that an explanted pump had been left at the hospital and needed to be returned for analysis. The representative was told that they thought the pump had been removed due to eos (end of service) or motor stall. No additional information was known by the reporters and plans were made to get the pump returned. No patient symptoms were reported. Additional information was received on 25-aug-2016 from a healthcare professional (hcp) and it was reported that the patient died and the device was explanted post mortem. Per the hcp, the event date was (B)(6) 2016. The patient had no symptoms related to the event. Troubleshooting was noted as ¿n/a¿. The cause of the event was noted as ¿adverse reaction to contrast dye¿. On 30-aug-2016 the pump and catheter were received from the hospital. The return paperwork included indicated that the ¿pump was not working for patient¿. The pump and catheter were removed on (B)(6) 2016. The form indicated that it unknown if the patient¿s death was device related. The pump was described as ¿baclofen low profile 110 cc pump¿. Follow-up was conducted to obtain additional information to clarify the reported information.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Interrogation of the device revealed it contained hydromorphone and bupivcaine. Analysis of the pump revealed no anomaly. Analysis of the catheter body found damage to the transition tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was not receiving baclofen. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.